Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was 117 mg/dl. The customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had constant pump error 38 alarm during the rewind test due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error 38 alarm. The electronic assembly and force sensor had moisture damage. Unable to test for insulin flow block alarm due to constant pump error 38 alarm during the rewind test. Device had a minor scratched display window and a scratched case.